Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size. It was reported that the patient had been in the hospital since the implant of the stent graft system, three days previously. An open repair was carried out to clean out the patient's abdomen and it was noted that the aaa sac was pulsatile. An angiogram was then carried out, which showed a type ib endoleak from the right common iliac. On the same day, the physician implanted an additional endurant limb in the right common iliac, as treatment and the endoleak was resolved. As per the physician, the type 1b was possibly created from the manipulation by the general surgeons in the abdomen when they were doing a bowel repair and cleaning. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.